Event description:
It was reported that 3 bd micro-fine¿ pro pen needles experienced leakage. The following information was provided by the initial reporter: the user reported as follows: the needle pe was not inserted smoothly into the skin. Also, leakage of the drug solution from the needle npe was observed when the pen needle was detached from the pen.

Manufacturer narrative:
H6: investigation summary: three open 32g x 4mm pen needle samples and four photos were returned form lot. No. 2089025, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a hooked cannula was observed on all three samples. Due to the condition the samples were returned no clog test could be carried out. No issues were observed with the non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd micro-fine¿ pro pen needles experienced leakage. The following information was provided by the initial reporter: the user reported as follows: the needle pe was not inserted smoothly into the skin. Also, leakage of the drug solution from the needle npe was observed when the pen needle was detached from the pen.